Event description:
Suction bovie pencil was plugged into the machine. Cutting light remained on. Another bovie machine was retrieved from another room because the team was under the impression that it was the machine malfunctioning. Surgeon stated that the bovie pencil was working. The cutting light still remained on when it was plugged into the new machine. It was then discovered by the first assist that the bovie pencil had made a centimeter long burn on the patient's thigh above the knee where the bovie pencil had been laid. The surgeon was made aware. The burn was then cut out by the surgeon. The malfunctioned bovie pencil was passed off the field.